Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Corrected: h4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The patient initially underwent a right total hip arthroplasty. Due to recurrent dislocations, a revision surgery was performed approximately 5 years post implantation. Intraoperatively, the femoral head was found dislocated and detached from the trunnion. The surrounding scar tissue was debrided, and both the femoral head and acetabular liner were successfully revised without complications. Radiographs were provided, but dislocation was not detected. Nevertheless, medical records provided enough evidence of the reported event. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item # 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot # 64118548 item # 00620205022, shell porous with cluster holes 50 mm, lot # 64309077 item # 00786401220, femoral stem press-fit collarless 12/14 neck taper standard body extended neck offset size 12 128 mm stem length cementless, lot # 64150702 item # 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 64424728. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 5 years later due to recurrent dislocations. During the revision, the head was dislocated. The head and liner were revised without complications. Attempts have been made and no further information has been provided.